Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. D4. Expiration date - unknown. Implant date - unknown. (B)(4).

Event description:
It was reported that the pt underwent hip procedure at an unk date. Pt underwent revision surgery on (B)(6), 2010 due to wear. No further complications have been reported.